Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that both the right atrial (ra) and right ventricular (rv) leads dislodged. It was noted that the pt was taking a sleeping aid drug that is thought to have contributed to the lead dislodgement. At the lead revision procedure, both leads were successfully repositioned and remained implanted in the pt. However, six days later, the rv lead dislodged again. The rv lead was explanted and a new non-boston scientific lead was successfully implanted. At this time, the lead has not been returned. If additional info should become available to our company, this event would be updated.